Event description:
It was reported that during a biliary stone removal procedure, crushing difficulties and a handle break occurred. The stone was located in an unspecified bile duct. The rx lithotripter compatible basket was advanced to the lesion and was able to capture the stone. Upon attempting to crush the stone, the stone was unable to be crushed and the handle broke. It was noted that the tip of the basket did not disengage. Another manufacturer's lithotripter was advanced to the bile duct to successfully crush the stone. No pt injuries or complications were reported. The pt's status is reported as "stable".